Manufacturer narrative:
B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided; thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the tightrail was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to cied system/pocket infection. A spectranetics lld lead locking device (lld) was inserted into the lead to provide traction. Utilizing a spectranetics 13f tightrail rotating dilator sheath, the rv lead was removed; however, the patient¿s blood pressure dropped. Rescue efforts began, including sternotomy. A perforation to the ra was discovered and repaired, but the patient passed away later that evening. This report captures the tightrail device in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.